Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm and shut down also alleged insulin pump for possible over delivery anomaly. Troubleshooting was done for critical pump error alarm. Customer also mentioned that they noticed open book image on the screen. Customer reported that no any other alarm was displayed before the open book image was displayed on the screen. Customer also reported that they experienced hypoglycemia and alleged insulin pump for possible over delivery anomaly. Customer stated that they treated their hypoglycemia with food. Customer noticed when she disconnected from her body too much insulin seems to be delivered on the tubing. Customer was using auto mode feature at the time of reported low blood glucose event. Customer was experiencing symptoms as a result of hypoglycemia like shaking and abdominal cramp. Customer did not complete the rest of the low blood glucose troubleshooting as the insulin pump turned off after the critical pump error alarm and she replaced the battery but the insulin pump did not turn back on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.